Manufacturer narrative:
Concomitant products: 694758 lead, implanted (B)(6) 2010; dtba1d1 ICD, implanted (B)(6) 2016.

Event description:
It was reported that the lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.